Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire detachment and coating issue occurred. The patient underwent aortic laminating stent isolation, subclavicular artery stenting, aortography and coronary angiography. When the procedure was completed, the nurse counted the devices and found that parts of the coating on the tip of a 300cm, 8cm poly tip v-18 control wire used during the procedure were missing and suspected that parts of the guidewire might be missing. Fluoroscopy revealed residual guidewire in a branch of the axillary artery of the left upper arm, with the length of 1.5cm. It was suspected that it may be the physician's operation that led to the fracture of the guidewire. No further removal of the fracture guidewire was planned by the physician. The patient remained in the hospital for observation, and the patient condition was subsequently stable.